Manufacturer narrative:
The reported event of the returned batteries, (B)(4), not providing power to a controller could not be confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the devices failed functional examination due to a high max error, indicative of a unit that is out of calibration. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. However, this failure mode is not related to the reported event. Functional testing showed that the batteries were able to provide power to the controller. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Battery - (B)(4) / 1650de / manufacturing date: 05/31/2014 / expiration date: 05/31/2015. FDA codes: (B)(4). Method code: visual inspection, interoperability evaluation; actual device evaluated. Results code: failure to calibrate. Conclusion code: unable to confirm complaint.

Event description:
It was reported that after charging, the batteries will not provide power output to the controller. The batteries were replaced. There was no impact to the patient.